Event description:
It was reported that the pt experienced an intermittent shocking sensation and paresthesia behind the left ear. The sensation started approx two yrs ago. There was no known accident or incident related to this complaint. The hcp reported a discrepant while doing an impedance check. The hcp did an impedance check and got a therapy impedance of 1047 (ma 19). The hcp then interrogated the implantable neurostimulator to verify counters were reset. Upon interrogation, it was discovered that the ins was programmed to 0 volts, 210 pw, 130 rate, 0-, 2+, 3+. The hcp then rec'd a therapy impedance of 423. The hcp reprogrammed the device to the original settings of 1.8 volts, 60 pw, 130 rate, c+, 1-. The hcp reported reading impedances over 2,000 ohms on all the unipolar pairs. It was thought that there was an open circuit with electrode 0. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).